Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder repair, the suture tore while the surgeon was setting the anchor. The fragment was removed and the case was completed by suing a new ar-3671 without further issue.